Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose and. Blood glucose level was 24.6 mmol/l. Customer reported that they did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.